Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2024 while reportedly wearing the lifevest. The patient received an appropriate treatment. The device was started up at 09:13:00 on (B)(6) 2024. At 13:17:37, an arrhythmia was detected. ECG shows idioventricular rhythm @ 50 bpm degrading to vf. At 13:18:17, the patient received the appropriate treatment. Rhythm at time of treatment was vf. Post shock rhythm was vf. The device was shut down at 13:18:35 on (B)(6) 2024.

Manufacturer narrative:
The electrode belt and monitor have been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.